Event description:
The nurse attempted to irrigate foley as urine output only about 10 ml in the last hour. The nurse was unable to irrigate without resistance. Urine leaking around patient's urethra upon irrigation and repositioning. The temp-sensing foley catheter was removed and replaced. Urine output response was 900 ml. No adverse outcome for the patient. The tubing portion of the catheter was retained and will be shipped to c.r. Bard to investigate.